Event description:
Caller states that 1 pt tested 4.4 inr, 2.9 inr, and 3.8 inr during duplicate testing. Caller is unsure which strip lot produced a specific result. Caller also states that a 2nd pt tested 3.8 inr, 3.3 inr, and 4.2 inr during duplicate testing. Again, caller is unsure which strip lot produced a specific result. No action was taken based on suspect device; however caller states only 1 strip lot used is available for return.

Manufacturer narrative:
Add'l strip lot number: 318a, 2/2008. This lot is not available for return.